Manufacturer narrative:
Reporter phone #:(B)(6).

Event description:
Philips was made aware of an allegation of fluid ingress occurring. Based upon the information presented, it is unclear if the fluid ingress occurred within the v60 ventilator or adjacent non-philips humidifier. Further investigation is currently pending. Based upon the information provided, it is unclear if the v60 ventilator was in clinical and therapeutic use at the time of the event. It was noted within the information received that a serious injury had occurred on (B)(6) 2021. The cause and/or contribution of the device or event to the patient outcome is currently pending further investigation.

Event description:
Philips was made aware of an allegation of fluid ingress occurring. Based upon the information presented, it is unclear if the fluid ingress occurred within the v60 ventilator or adjacent non-philips humidifier. Further investigation is currently pending. Based upon the information provided, it is unclear if the v60 ventilator was in clinical and therapeutic use at the time of the event. It was noted within the information received that a serious injury had occurred on (B)(6) 2021. The cause and/or contribution of the device or event to the patient outcome is currently pending further investigation.

Manufacturer narrative:
Reporter phone #:(B)(6).

Manufacturer narrative:
The customer confirmed that there was no fault with the device, and attribution is with usage of faulty humidifier accessories.

Manufacturer narrative:
The biomedical engineer reported that the hospital had asked a third party to repair the humidifier. No other information was provided. The customer confirmed that there was no fault with the device, but rather due to usage of non-philips humidifier accessories. Based on the information provided, there was no attribution with the v60 device for the unspecified serious injury incurred by the patient, but rather due to the off-label use of non-philips humidifier accessories.